Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material in the nozzle, foreign material adhering to the distal cover and the distal end cover being burnt were all confirmed. The type of foreign material could not be identified. However; the probably cause for the distal end cover burn was most likely attributed to high-energy endo therapy accessory being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. There was no physical damage to the nozzle, although; there was damage to the distal end cover. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use. The events can be detected and prevented by implementation in accordance with the below IFU. Inspection method is described in the operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual for gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) operation manual for gif-h290t chapter 3 preparation and inspection 3.3 inspection of the endoscope operation manual for gif-h290t chapter 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was also reported that the distal end cover was burnt.